Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the lesion and the drive shaft broke. A rotablator rotalink plus 1.25mm was selected for use for an atherectomy procedure in the moderately tortuous mid right coronary artery (rca) to treat chronic total occlusion (cto). While drilling in the stenosis of the lesion at 175,000 rpms, the burr became stuck in the lesion. The physician attempted to withdraw the rotalink system but the shaft of the rotalink broke. The physician then removed the entire system completely on the rotawire. There were no patient complications reported. The patient's condition post procedure was reported as stable.